Event description:
It was reported to philips that the device's battery will no longer charge. There was no patient involvement. One li-ion battery pack was returned for failure analysis. The reported problem was verified during lab tests. The battery pack was found to be defective, and the failure was localized to a corrupted gas gauge register.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery will no longer charge. There was no patient involvement.